Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the device fails charges. There was reportedly no patient involvement. The customer communicated with the rse and because the equipment is not within the warranty period, the customer refuses to pay for repair or for a service visit. Based on the information available and the testing conducted, the cause of the reported problem remains unknown. The reported problem was confirmed only by the customer. The device remains at the customer's site. The customer has refused service since the device is out of warranty. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : the customer has refused service since the device is out of warranty.